Event description:
The MFR received info alleging a ventilator alarmed for a ventilator inoperable condition. There was no pt harm or injury. The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's blower motor was replaced to address the ventilator inoperative condition. There was no pt harm or injury. The ventilator was found to audibly and visually alarm as designed for a ventilator inoperative condition. The MFR will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.